Event description:
It was reported that during an unknown procedure, they fired the device by squeezing the trigger completely against the closing trigger. The nurse reassembled the reload and then squeezes the trigger and delivers to the surgeon but the device stuck after pressing the release button. It was not reported what was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.